Event description:
Procedure: anterior resection. According to the reporter: the instrument failed to close the staples which remained in a u state. It seems that the staples were placed and the knife had done the cutting. Several hrs were spent to rectify this incident in a transacted rectum. Resection of a further rectal length was performed.